Event description:
A peritoneal dialysis (pd) patient had an increased intraperitoneal volume (iipv) associated with pd treatment. The patient called technical services to report that there were multiple draining slowly messages encountered throughout the night. There were no kinks/obstructions found. Air bubbles were not discovered. There was no fibrin discovered. Patient was not constipated. Patient stated he is able to drain better when he is standing up. Treatment details were reviewed and cycle 4 showed a drain volume of 3,730 ml and a fill volume of 2,002 ml. These numbers indicate a drain volume 186% of the fill volume. In a follow up, the patient verified there was no harm, adverse event or intervention associated with the iipv event. The patient did receive a new cycler. The previous cycler is available to be returned as a sample product.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. An exterior visual inspection of the returned cycler showed no sign of physical damage. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. During an internal inspection of the returned cycler it was found that a screw securing the rear panel to the base plate was missing. There were no other visual discrepancies found during the internal inspection of the returned cycler. The device history record did not reveal any issues or problems related to the reported symptom code(s). The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient had an increased intraperitoneal volume (iipv) associated with pd treatment. The patient called technical services to report that there were multiple draining slowly messages encountered throughout the night. There were no kinks/obstructions found. Air bubbles were not discovered. There was no fibrin discovered. Patient was not constipated. Patient stated he is able to drain better when he is standing up. Treatment details were reviewed and cycle 4 showed a drain volume of 3,730 ml and a fill volume of 2,002 ml. These numbers indicate a drain volume186% of the fill volume. In a follow up, the patient verified there was no harm, adverse event or intervention associated with the iipv event. The patient did receive a new cycler. The previous cycler is available to be returned as a sample product.